Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found breaching of the inner coil due to abrasion at 51.2 cm - 51.8 cm from the connector pin, caused by compression, however there was no damage to the outer coil and insulation in this area.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance and noise. The lead was explanted and replaced.